Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the customer reported problem. Review of the device diagnostic history indicated a 24/+-12v power fail occurence followed by a restart and subsequent vent inop during power on. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications. Applicable final testing was completed and passed to operating specifications.